Event description:
The sales rep reported the insulation on the tip of the customer's vapr s90 electrode was peeling off during a shoulder procedure. The sales rep stated the surgeon noticed after using for about 15 minutes. Because of this, the surgeon used another like device to complete the procedure with no patient consequences. [Per follow-up with the rep: it could not be established if anything fell off or not; however, the statement made by the surgeon to the rep: "he did not feel that any materials were left in the patient"; seems to indicate that something did fall off and into the body. (B)(4).

Manufacturer narrative:
(B)(4) have passed since this issue was reported to mitek, and to date, despite outreaches, the complaint device has not been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.